Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files and determined that quality controls (qc) were within acceptable ranges, prior to and after obtaining the discordant result. Siemens also observed "aliquot probe clog detect", "sp1 clog detect", and "short sample" errors in the instrument log files. The customer reported that they are using stat spins, and siemens advised that stat spins can cause the gel to liquefy and enter the probes for small sample sizes. The ccc specialist suggested the customer inspect an aliquot plate and check if there is gel at the bottom of the wells. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample probe 1, sample probe 2, reagent probe 1 and reagent probe 2, performed a bottom of cuvette correction (bocc) alignment, performed probe and drain maintenance and alignment on sample 1, reagent 1 and 2 and aliquot probes, rerouted the reagent prep cable and tubing, and ran mix check service methods tests (smt) and qc; the smt and qc recovered acceptably. Siemens further investigated the instrument files and determined that pre-analytical factors potentially contributed to the discordant, falsely low vancomycin result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on one patient sample on a dimension vista 1500 instrument (s/n (B)(4)). The sample was repeated on the same instrument, resulting higher. The repeat result was reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.